Manufacturer narrative:
D1. Brand name updated. D9. Date device returned to manufacturer added. H6. Medical device problem code, device difficult to maintain added and purge pressure high removed.

Manufacturer narrative:
B3 the exact date is unknown but the year was 2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that while performing preventative maintenance on an automated impella controller, purge pressure was 800 mmhg (spec 729 mmhg to 844 mmhg) (measured 866 mmhg) and 1650 mmhg (spec 1530 mmhg to 1657 mmhg) (measured 1664), failed. The purge sensor was replaced and tried again but failed again for 800 mmhg (measured 853 mmhg ) and for 1650 mmhg (measured 1674 mmhg).